Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range shock impedances on the right ventricular (rv) lead, measuring greater than 125 ohms. It was noted the shock impedances had gradually increased. Boston scientific technical services (ts) recommended commanded shock testing to test the systems integrity. This ICD and rv lead remain in service. No adverse patient effects were reported.